Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, pt experienced recurring severe bladder infections, vaginal bleeding, permanent sphincter damage, an uncomfortable pinching sensation and continued incontinence. To alleviate some of their symptoms, pt had to have some of their sutures cut in 1997. The device remains in the patient. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.